Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #7: blood leak (centrifuge chamber) alarm during treatment. The customer observed a blood leak from the drive tube. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested, however it had been disposed of. The customer will return the smart card and photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l131 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l131 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. At the time of this report, the analysis of the returned smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2023.

Manufacturer narrative:
Photographs and the smart card data were returned for evaluation. The complaint kit was not returned. Review of the smart card data verified that an alarm #7: blood leak (centrifuge chamber) occurred after approximately 500ml of whole blood had been processed. A review of the photographs provided by the customer verifies the reported drive tube leak as blood is visible on the drive tube and on the centrifuge chamber walls. The leak appears to be coming from the location of the upper drive tube bearing. Further evaluation of the photographs found a circumferential groove around the drive tube. The circumferential groove on the drive tube was close to the edge of the drive tube bearing retainer clip. The evidence to the drive tube is consistent with a misload of the upper drive tube bearing into the retainer clip causing the upper drive tube to contact the bearing retainer and leak. A material trace of the drive tube assembly and its components used to build lot l131 found no related non-conformances. The device history record review did not result in any related non-conformances. This lot passed all lot release testing. The root cause for the alarm #7: blood leak (centrifuge chamber) is due to the fluid leak. The reported drive tube leak is verified based on the photographs provided; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. H.m. 27 jul 2023 (B)(4).